Manufacturer narrative:
(B)(4).  The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 3.50mm x 15mm nc emerge® balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 12 atmospheres. However, during the second inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.